Event description:
Right femur fracture due to a fall. Patient fractured below the stem. (B)(6) placed a plate cables and screws. Patient had a stryker total hip performed in 2012 by (B)(6).

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stryker hip. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. No implant removed case to fix fracture only.